Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation the unit will start but there is no airflow coming from the blower. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca burned, cosmetic damaged, reusable pollen filter service, heater plate contaminated. The 3 error has been identified. The device was scrapped.